Manufacturer narrative:
Patient weight: asked but unavailable concomitant medical products and therapy dates: asked but unavailable according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement. The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patient populations including, but not limited to, revision of previously placed stent grafts. The IFU also instructs users to use fluoroscopic visualization for all guidewire, sheath, and device catheter manipulations.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm and an iliac artery aneurysm using gore® excluder® aaa endoprostheses. The gore field sales associate was present for the case at southeastern medical center. It was noted that visualization of the gore device was extremely difficult during the procedure as there was a previously placed endologix device with an additional layer of endologix cuff. The endologix devices were reportedly placed on an unknown date. It was reported that, due to the poor visualization, there was no evidence of any unintentional device placement during the index procedure. On an unknown date the patient was seen at duke university hospital. An axillary to femoral bypass was performed and the previous gore® excluder® aaa contralateral leg component was occluded using occluder plugs. The gore representative became aware of the reintervention on (B)(6) 2021 and reported that, in reviewing imaging, it was apparent that the gore® excluder® aaa contralateral leg component had been deployed outside of the contralateral leg gate of the trunk-ipsilateral leg component. The unintentional device placement was attributed to the poor visualization during the index procedure. There were no further reported issues. The patient tolerated the reintervention and was discharged to home on an unknown date.